Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery longevity had decreased. Technical support was contacted and it was suspected that the programmer overestimated the battery longevity of the device during the last in clinic follow-up as there was no evidence of premature battery depletion. No intervention has been performed and the patient was stable.